Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead dislodged due to not enough slack. When lead revision was unsuccessful, the lead was explanted and replaced. There were no adverse consequences to the patient. The patient was discharged.